Event description:
Surgeon of the hospital, reported in his fax that a patient came in with pain. He took an x-ray and saw that the gamma nail is broken. A revision surgery was performed.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.